Event description:
It was reported that the bd safetyglide¿ needle was clogged, and experienced difficult plunger movement. The following information was provided by the initial reporter: the needles appears to be blocked and that you had to give a really hard push to prime the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-oct-2022 . H6: investigation summary: eight hundred thirty four packaged samples received by our quality team for investigation. One hundred twenty five needles were randomly chosen and evaluated, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution, 123 sample expelled the solution with normal flow, however two samples were clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged, and experienced difficult plunger movement. The following information was provided by the initial reporter: the needles appears to be blocked and that you had to give a really hard push to prime the needle.